Event description:
Boston scientific received information that one day post implant, this right ventricular lead was exhibiting pacing impedance measurements greater than 2000 and a slight increase in thresholds. Isometrics were negative. The physician made the decision to reposition the lead. Prior to the repositioning, the lead was tested with the pacing system analyzer to rule out a lead to device interface issue. R-wave measurements were 35mv, impedance was 2080 ohms, and the threshold was 1.6v. The lead was repositioned and impedance was 815 ohms. No adverse patient effects were reported. The lead remains actively implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.